Event description:
It was reported that a patient underwent a craniotomy procedure on (B)(6) 2011 and suture was used on the muscle. On the 8th post operative day, the patient developed an infection. The patient was treated with medication and currently the patient condition is reported as fine.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2011-01724 and 2210968-2011-01726. The same patient is represented in each medwatch.